Event description:
To date: problems continue with this system and the system is not reliable. The entire system went down for a period of 25 mins. Zymed is unable to maintain peak performance for this system in spite of many interventions to the system. Overall the system is unreliable and the hosp is purchasing a different telemetry system because they cannot continue to operate with the breakdowns. This report is sent as a follow-up to the original problem.